Event description:
At 2300 the acu-dose froze up. Called nursing supervisor to get key from ER to open door on acu-dose. No key was found in ER. Called pharmacy at other facility and they reported to me to call the 1-800 number for mckesson. I called mckesson and explained the situation. The rep told me to open the side door and I explained to him that we could not locate the key to open door. He told me to try the control-alt-delete function. I tried this and no change in computer status. He then told me to unplug the unit. He said the downfall of this is we take a chance for the computer not to come back on. When I replugged in the acu-dose the computer did not come on. I then informed the supervisor that she needed to contact a pharmacist so we could locate a key. She called pharmacy and they contacted the pharmacist to come in. He did try to reset the acu-dose after he opened the door and nothing happened. He then called mckesson with the cabinet number and he explained what he had done. Mckesson sent someone to replace the computer on imc acu-dose. Nurses on this night had to visit other nursing units to obtain any medicine for their patients that was due. It took approx 4 hours of down time.